Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 525cc saline prosthesis experienced several unexplained systemic symptoms post procedure. The symptoms began in 2016. Burning sensation in the right breast, breast pain at the bottom of the breasts bilaterally, difficulty breathing, hip, shoulder pain, joint pain, headaches, sleep apnea, swelling in the legs, swelling in the hands, swelling in the feet, inflammation, leg sensitivity, feeling of bruising, ocular sinus infection, pain around eye/cheek bone area, trouble swallowing, choking easily, brain fog, kidney infections, anxiety, redeye, eye sensitivity, and eye burning were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-20061 for contralateral prosthesis report.